Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to corroded keypad trace. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
It was reported that the customer had a keypad anomaly and button error alarm on the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer was asked if he recalls any significants event leading to the keypad issues and alarm. The customer said that he does not recall anything. The patient was advised that the insulin pump will need to be replaced and discontinue use of it and revert to a back up plan per healthcare provdier instruction.